Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a new procedure to add a left ventricular (lv) lead to this patient's cardiac resynchronization therapy defibrillator (crt-d) system, this right atrial (ra) lead was found to be dislodged. The lead was explanted and a new lead of the same model was attempted. However, that lead exhibited helix extension issues and a non-boston scientific ra lead was implanted instead to complete the procedure. Outside of the intervention for replacing the ra lead, no adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This ingevity+ lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood and tissue in the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The reported clinical observation of dislodgement could not be confirmed through analysis.

Event description:
It was reported that during a new procedure to add a left ventricular (lv) lead to this patient's cardiac resynchronization therapy defibrillator (crt-d) system, this right atrial (ra) lead was found to be dislodged. The lead was explanted and a new lead of the same model was attempted. However, that lead exhibited helix extension issues and a non-boston scientific ra lead was implanted instead to complete the procedure. Outside of the intervention for replacing the ra lead, no adverse patient effects were reported. The explanted lead was returned for analysis.